Event description:
On (B)(6) 2018, the balloons were filled to 450cc and inserted into the patient. During the removal surgery on (B)(6) 2018, the balloon was not present in the stomach. On (B)(6) 2018, the patient informed the physician's office that the balloon had passed while the patient was at work. The patient was compliant with taking ppi's and did not note any blue/green urine.